Event description:
Adverse event(s): ¿no patient injury¿ (no consequences or impact to patient). Product problem(s): ¿frozen touchscreen¿ (no display or display failure). A biomedical engineer reported the touchscreen froze during a case. Additional information was requested. Additional information was received. The customer reported the system was rebooted and the cases were completed. There was no patient injury reported.

Manufacturer narrative:
There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is, therefore, unknown at this time. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. (B)(4).